Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to extrusion of the receiver stimulator. It is unknown whether the patient was reimplanted with a new device as of the date of this report, december 4, 2015.

Manufacturer narrative:
This report is filed may 6, 2016.